Event description:
The customer reported that following removal of this awl from the surgical site, the tip detached. There was no injury to the pt and the arthroscopic knee procedure was completed as intended without delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this microfracture awl for evaluation. A visual examination confirmed the tip of the device broke and detached. The cause of this failure was unable to be determined. The info for use (IFU) provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Conmed linvatec will continue to monitor this device for failures.